Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving saline 1mg/ml at 0.006 ml/day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were unknown. On (B)(6) 2015, the patient was admitted into the emergency room (ER) at 1700 with a fever and coughing up sputum. The patient was initially worked up for pneumonia; however, pus was found at the site of the implanted pump pocket. The patient was started on a course of antibiotics and the patient was given oral narcotics for pain control. On (B)(6) 2015, the entire system was explanted. A new catheter and pump were to be implanted in the future with the pump location on the opposite side of the existing pump. The patient's status was reported as "alive - no injury." Additional information has been requested regarding the initial reporter, diagnostics, actions/interventions and the event's outcome, but it was not available at the time of this report. Clarification regarding if saline or drug was in the pump at the time of the event has also been requested. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the company representative and healthcare provider (hcp). It was reported that the initial reporter was a nurse practitioner (np) for the physician. Preservative free saline was in the pump at the time of the event. On (B)(6) 2015, the site was cultured due to turbid appearing fluid around the pump. The time gram stain only said 1+ organism, so they decided to keep the pump in at that time. However, the culture later grew staph aureus, so the pump and catheter were explanted on (B)(6) 2015. The spinal portion of the catheter was cut off and sent to pathology for culture and sensitivity. Nothing grew from those cultures. The patient was placed on intravenous (IV) antibiotics and the infection resolved. The patient was scheduled for a new catheter and pump on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient was given both oral and IV (intravenous) antibiotics. The entire system was replaced on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.